Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and embedment into caval wall, and unsuccessful removal attempt of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and embedment into caval wall, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: as reported by the legal brief, the patient underwent placement of optease vena cava filter. Per the medical records, the patient was admitted post mva (moto vehicle accident) with a right acetabular fracture. The filter was implanted below the renal veins at l3 position due to pelvic fractures and non-weight bearing status. The patient tolerated the procedure. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and embedment into caval wall, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile form (ppf), an unsuccessful percutaneous removal attempt was made fifty-five days post implantation. Per the patient¿s medical records, during the removal attempt, the filter appeared to be tilted with its hook against the anterior caval wall. An 11f introducer sheath was then placed over a wire and many attempts were made to snare the filter hook unsuccessfully. Two different snares were used. Per the physician, the filter hook was likely embedded in the caval wall. Images were made available and include the following: images 1 through 10: angiographic image of a vessel injected with contrast. An ivc filter can be visualized mid frame. Image 11: angiographic image of ivc filter. There is a tip of a catheter below the end of the filter. The catheter appears to be inserted from femoral (or below) access. The patient also reports anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Review of images provided is available in section b4 (event description). The product was not returned for analysis. The device history review (DHR) could not be completed.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and embedment into caval wall, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient was admitted post a single car motor vehicle collision versus tree. The patient was found to have a right acetabular fracture. The filter was implanted below the renal veins at l3 position due to pelvic fractures and non-weight bearing status. The patient tolerated the procedure. According to the information received in the patient profile form (ppf), an unsuccessful percutaneous removal attempt was made fifty-five days post implantation. The patient also reports suffering from anxiety. Per the patient¿s medical records, during the removal attempt, the filter appeared to be tilted with its hook against the anterior caval wall. An 11f introducer sheath was then placed over a wire and many attempts were made to snare the filter hook unsuccessfully. Two different snares were used. Per the physician, the filter hook was likely embedded in the caval wall. Images were made available and include the following: images 1 through 10: angiographic image of a vessel injected with contrast. An ivc filter can be visualized mid frame. Image 11: angiographic image of ivc filter. There is a tip of a catheter below the end of the filter. The catheter appears to be inserted from femoral (or below) access. Images 12, through 14: x ray image of pelvic region. Hardware noted in r hip area. Ivc filter visualized at top of image. Image 15: angiographic image of possibly lower abdominal area. Ivc filter visualized at right mid region of film. Image 16: x ray image of pelvic region. Hardware noted in r hip area. Ivc filter visualized at top of image. Image 17 through 18: x ray image of pelvic region. Hardware noted in r hip area. Ivc filter visualized at top of image.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt and embedment into caval wall, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient was admitted post a single car motor vehicle collision versus tree. The patient was found to have a right acetabular fracture. The filter was implanted below the renal veins at l3 position due to pelvic fractures and non-weight bearing status. The patient tolerated the procedure. According to the information received in the patient profile form (ppf), an unsuccessful percutaneous removal attempt was made fifty-five days post implantation. The patient also reports suffering from anxiety. Per the patient¿s medical records, during the removal attempt, the filter appeared to be tilted with its hook against the anterior caval wall. An 11f introducer sheath was then placed over a wire and many attempts were made to snare the filter hook unsuccessfully. Two different snares were used. Per the physician, the filter hook was likely embedded in the caval wall. Images were made available.